Event description:
Pt treated at hospital for hyperglycemia. Pt reports the pump had been giving occlusion errors and had been experiencing hyperglycemia for about one month prior to the incident. Physician instructed to switch to the back up pump and supplement with insulin injections if pt experienced hyperglycemia in the future.